Manufacturer narrative:
This event was determined to be a duplicate/additional information to per-2018-0239228. This event was captured under MFR# 2916596-2018-05909.

Manufacturer narrative:
Approximate age of device ¿ 1 year 9 months (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported per the vad coordinator that the patient expired. It was reported that the patient outcome was therapy related. There were no reported device issues or malfunctions noted that could have caused or contributed to the cause of the patient's death. No further information was provided.